Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed oversensing of right ventricular lead noise. The leads were subsequently explanted. The patient was in good condition.